Event description:
It was reported that after a da vinci si surgical procedure a pk dissecting forceps instrument had a cable in a loop. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed the reported complaint. A pitch cable was found loose at the distal clevis hub. Both cable crimps remained in the clevis and no damage was found on cable. Upon removing the housing, a pitch cable was found loose at the clamping pulley, but no loose clamping pulley screw was found. Electrical continuity testing was performed and passed. An additional finding was the distal end of the main tube had various scratch marks showing light material removal. The scratches were short in length and not axially aligned with the tube. No micro cracks were found. Engineering concluded the damage may be due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. The customer reported complaint does not itself constitute a MDR reportable event; however; the tube abrasions with material removal , found during failure analysis evaluation could likely cause or contribute to an adverse event if the failure mode were to recur.